Event description:
It was reported that the alert triggered due to high impedance on the left ventricular lead. The lead impedance measurement has spiked and returned to baseline in the past. Noise was also noted on the electrogram during the remote transmission of the device data. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076: implantable pacing lead, (B)(6) 2004; 6947: implantable tachy lead, (B)(6) 2004. (B)(4).